Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death, per death certificate was cardiac arrest. The caller stated that the cause of death was cardiac arrest due to diabetes insulin shock. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer used sensors or not. The caller stated that they retrieved various diabetes products from the customer's house; however, the insulin pump was not there. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.